Manufacturer narrative:
A supplemental MDR is being due to completion of engineering evaluation. Sections b4, g3, g6, h2, h6: type of investigation, investigation findings, investigation conclusions and h10 has been updated. The complaint for "stenosis" is unable to be confirmed was unable to be confirmed as no relevant imagery/medical report was provided. A review of the DHR did not provide any indication that a manufacturing non-conformance contributed to the complaint event. A review of IFU/training materials revealed no deficiencies. During the manufacturing process, all sapien 3 valves are 100% visually inspected for defects and 100% tested for proper coaptation under physiological backpressure conditions prior to release for distribution. Therefore, it is highly unlikely that a manufacturing defect or device malfunction contributed to the event. Per the instruction for use (IFU), valve stenosis is a potential risk associated with bioprosthetic heart valves. Per the valve academic research consortium (varc), valve stenosis can result from several factors, including calcification, support structure deformation (out-of-round configuration), trauma (cardio-pulmonary resuscitation, blunt chest trauma), and native leaflet prolapse impeding prosthetic leaflet motion. Stenosis of an implanted valve may be a manifestation of structural valve deterioration (svd). This term refers to changes intrinsic to the valve, and can include failure modes such as wear, calcification, leaflet tear, stent creep, leaflet disruption, or leaflet retraction. Svd may be mild and not require any intervention or it may be moderate to severe. It can cause the heart to work harder to eject blood from the ventricle. Depending on severity it could be an indication for valve replacement or medical intervention. As reported, "possible re-stenosis of the implanted valve was reported. The patient underwent a transfemoral transcatheter aortic valve replacement (tavr) and received a 23mm sapien 3 (s3) valve in a 21mm carpentier edwards perimount valve (tav in sav) in 2022." In this case, 23mm s3 thv was implanted within a 21mmm surgical valve. It is possible that the thv was constrained/under expanded within the pre-existing surgical valve, so the constrained/under expanded condition of the valve could reduce the effective orifice area of the valve, resulting in stenosis. As such, available information suggests that procedural factors (under expanded valve, constrained by pre-existing surgical valve) may have contributed to the reported event. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, neither a product risk assessment, nor corrective or preventative actions are required at this time.

Event description:
Per report received from japan, the patient underwent a transfemoral transcatheter aortic valve replacement (tavr) and received a 23mm sapien 3 valve in a 21mm carpentier edwards perimount valve (tav in sav) in 2022. After the tav in sav procedure, pressure gradient remained thus the patient was put under observation. At that time, mean pressure gradient (mpg) was 26mmhg. At a follow-up examination, it was observed that the maximum aortic jet velocity (vmax) was 3-4 m/s, and the patient complained of dyspnea. Since re-stenosis of the s3 valve was suspected, surgical aortic valve replacement (savr) was being considered. Per follow-up information, savr has not been performed yet at this time.

Manufacturer narrative:
Investigation is ongoing. H3 other text : remains implanted.